Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 tested on a nasal swab. Pcr confirmation testing was performed at drive in clinic and generated a positive result. Consumer confirmed she was not symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Corrected data: section g3 in initial report. This report is being submitted to correct the aware date to 23aug2021 that was submmitted as 24aug2021 in the initial report in section g3.